Manufacturer narrative:
Device analysis: the data from the returned controller was downloaded and reviewed. The data header indicates a total of 18 ablations were performed. The main body of the data contains data on the last 13 ablations. The last 13 ablations consist of 12 complete 10-second ablations and 1 error due to trigger release prior to end of ablation. The data was reviewed to determine if there were any anomalies related to balloon pressure, treatment length, etc. And no anomalies were found. The highest balloon pressure noted was 3.58 psig. Based on the evaluation of the data, the system performed as specified and no correlation between the complaint and the system performance could be determined. This patient was treated as part of a voluntary postmarket clinical study (coldplay 3). The coldplay 3 clinical data safety monitoring board's conclusion for this serious adverse event showed the investigators were not aware of any correlation between this event and device performance - dsmb letter from june 16, 2016.

Event description:
Procedure from (B)(6) 2016. Patient ok after procedure. Eight days out developed swallowing problems (he was able to get some ginger ale down today, but other foods are a problem). He is vomiting and doctor might possibly bring him back for a dilation. Additional information received (B)(6) 2016 from physician: "patient returned to our endoscopy unit for a clinical assessment 10 days after a wide area of focal cryoballoon ablation. He had dysphagia to liquids and was unable to swallow any soft foods. His pain was minimal. He had been taking his ppi bid as directed. He did not receive his liquid carafate due to a lack of insurance coverage. We decided to perform and egd today. The segment has been completely ablated. We found an inflammatory stricture with necrosis of the mucosa. The lumen was narrowed but the endoscope eventually passed with gentle pressure. An esophageal dilation was not performed due to the acute swelling. He felt better after the procedure probably due to debridement of the sloughed mucosa. He was discharged to home with instructions to increase his ppi to three times a day and avoid any solid foods. He will obtain the carafate provided insurance issues are worked out. I plan on doing another egd in 1 week if he is no better." Additional information received (B)(6) 2016: this is the patient's second hospitalization and he will likely be in again for an endoscopic exam (egd) when physician: returns from ddw. As this situation is evolving quickly and the patient is expected to recover fully within two or three weeks of the index treatment, it is expect the 30 day window will suffice to encompass all sequelae. No dilation was performed. Additional information received (B)(6) 2016: the patient is doing better but still in the hospital, he had an egd done yesterday (B)(6) 2016 at hospital by another one of physician partners. The egd report stated that the area showed moderate improvement in the luminal narrowing without significant trauma, no bleeding. This scope showed an improved appearance when compared to the findings from (B)(6). There was no necrosis seen. He is still in the hospital for high dose ppi bid therapy and carafate qid. Still on clear liquid per the report. Additional information received (B)(6) 2016: patient is coming in for an egd with a physician tomorrow because he has been uncomfortable, unable to advance his diet, reports he is only eating semi solid foods like (B)(6), pudding. Patient has an egd scheduled at 9:30am with physician for possible stretching. The subject told" the pain level is only about a 1, however, he is not able to advance his diet due to poor dysphagia". Additional information received (B)(6) from physician: patient stricture was severe and he suffered a perforation from today's dilation. We placed a stent and he will be managed conservatively as much as possible. We will submit the forms for ae and keep you informed of his progress. Additional information received (B)(6) 2016: the patient had surgery yesterday (B)(6) 2016 for stent removal and replacement, also a right thoracoscopy, partial decortication and drainage of effusion. They also did a mini-laparotomy and j-tube placement. He is still in the ICU. Additional information received (B)(6) 2016: patient is now on the regular floor and is looking much better. He is sitting in a chair and had an uneventful evening. He had a PICC line placed and is receiving IV antibiotics, tolerating enteral feeding at goal and they are talking about d/c to home with home care. It is expected he will go home this weekend.

Manufacturer narrative:
This is a supplemental/follow-up report for MDR 3008780134 2016 00007 based on additonal information provided by the physician. Per request from FDA on 26mar2020, supplemental report was submitted with incorrect report number. This report is being submitted to correct the report number from 3008780134-2016-00013 to 3008780134-2016-00007.

Event description:
This is a supplemental/follow-up report for MDR 3008780134 2016 00007. The original adverse event was reported on 27 june 2016 as MDR 3008780134 2016 00007. Patient continued to experience dysphagia and stricture and was dilated on august 4. Residual be and stricture were present on august 22, and patient was dilated 7 times through september 12. At the october 31 follow-up, the patient did not report any symptoms but declined to return for an endoscopy.